Event description:
The customer stated that she was receiving blood glucose readings such as 6.4. She was not sure if the readings were normal and had been adjusting her medication according to the readings. The caller did not allege any adverse ecents due ot the mmol/l readings. It was impossible to obtain information about the meter as the customer did not have the meter with her. The caller was given a reference number so that she could call back for assistance in resetting the meter to mg/dl. Customer service has attempted to contact the customer on several occasions nad has been unseccessful.